Manufacturer narrative:
Device passed displacement test and self test. Toggled on and off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Tested with a test p-cap and the test p-cap locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no longer hear sounds clearly. The customer¿s blood glucose level was unknown. Customer performed audio test and the test was failed. Customer stated that the belt clip was broken. The insulin pump will be returned for analysis.